Event description:
The customer reported to beckman coulter (bec) that a few ml of fluid overflowed from the baths on their coulter act-diff analyzer. The leak was not contained within the instrument. The customer also reported the background failed on a startup. The customer was wearing gloves and a laboratory coat at the time of this event. There was no biohazard exposure to mucous membranes or open wounds. No erroneous results were generated as a result of this incident. Per conversation with the customer on 09/17/2013, the instrument is used infrequently and only used as a teaching aid in a classroom setting; results are not used for patient diagnosis.

Manufacturer narrative:
The customer technical specialist (cts) assisted the customer via telephone troubleshooting and determined valves vl14 and vl15 were not functioning properly and recommended service. The customer is not currently under a service contract and they are currently pending authorization for service and will call back once approved. Based on information provided, failure mode can be attributed to valves vl14 and vl15 not functioning properly. (B)(4).